Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate hv therapy. Lead was explanted and replaced. Patient was stable before, during and after the event. No further information.

Manufacturer narrative:
A fracture of the inner coil was noted at 64.0cm from the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of an inappropriate hv therapy.